Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer (hospital biomed) initially reported that their device was not keeping its user and time/date settings and would revert them to the default settings. After an evaluation of the device by physio-control, it was observed that the device would power itself on, then not complete the boot up cycle. There was no patient use associated with the reported failure.